Manufacturer narrative:
Additional information was requested to the representative. No further information concerning this report was available. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular lead was surgically abandoned and replaced due to an unspecific product performance issue. Additional information was requested and no further information was available. No additional adverse patient effects were reported.